Event description:
A malfunction was reported with the customer's device. There was no reported impact to the customer¿s blood glucose level. The distributor was unable to access the pump due to recurring errors, and a replacement pump was provided with plans for the return of the malfunctioning pump for further investigation.